Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was damaged of the flex circuit sensor. The flex circuit sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.